Event description:
Per the clinic, the attract magnet was explanted on (B)(6) 2021 under general anesthesia. Additional information has been requested but has not been made available as of the date of this report.